Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The visual inspection has shown that the received screwdriver is strongly worn. Especially the coupling piece has clearly visible stress marks and deformations at the edges of the flat surface. Depending on the condition of the counterpart these deformations may cause problems with the insertion. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. After a visual inspection it is determined that the device will not function properly from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 314.119, synthes lot number: h387262, release to warehouse date: 22aug2017, manufactured by synthes monument. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that while putting together a tomofix intraoperatively, a screwdriver shaft would not fit into the coupling attachment. Another device was used to complete the procedure. There was no surgical delay. Patient was unaffected by the event. Concomitant devices: handle (part: unknown, lot: unknown, quantity: 1). This report is for a star drive screwdriver shaft. This is report 1 of 1 for (B)(4).